Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to pocket erosion. The patient was treated with antibiotics. There were no additional adverse patient effects reported. This lv lead was surgically abandoned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.